Event description:
From the inspection carried out at distribution site, it was alleged that sterile packaging had deteriorated. There was no pt involvement.

Manufacturer narrative:
Deteriorated package.